Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in (B)(6) 2016 due to a high blood glucose level over 600 mg/dl. The customer troubleshooting was not performed. Neither the insulin pump nor the infusion set were replaced or returned r was wearing the insulin pump at the time of admission. For analysis.